Event description:
An implant card was received by the manufacturer reporting that vns patient underwent generator replacement due to battery depletion/failure to program. The lead impedance was marked as high (5335 ohms) on the implant card. Additional information was received that last good diagnostics were obtained on (B)(6) 2015. During the next follow up visit on (B)(6) 2016, it was impossible to interrogate the generator due to battery depletion and the lead impedance could not be checked. Patient was referred for battery replacement surgery. After the generator was replaced, high lead impedance was measured in or on the vns system. Additional information was received that the stimulator has been turned off and patient referred for x-rays.